Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A sterilization eval has been done. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The sterilization batch record has been reviewed and met all sterilization release criteria. According to the gore tri-lobe balloon catheter, adverse events that may occur and/or require intervention include, but are not limited to: infection and lymph fistula.

Event description:
On (B)(6), 2010, a gore excluder aaa endoprosthesis featuring the c3 delivery system was implanted to treat an abdominal aortic aneurysm. Also, the gore excluder aaa endoprostheses, the gore dry seal sheath and the gore tri-lobe balloon were used during the procedure. The pt tolerated the initial procedure. On (B)(6), 2011, the pt was hospitalized due to a lymph cyst in the groin. It was reported that the lymph cyst was a complication of the cut down from the initial procedure. It was noted that everything is fine with the device. The pt is reported to be in good condition.